Manufacturer narrative:
Visual inspection was performed on the returned device. The reported break/separation was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Event dates estimated. Exemption number e2019001. The location of the reported device was not provided; however, when information is received the investigation will be completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the shaft of the 3.50x15 mm nc trek balloon dilatation catheter (bdc) was broken. There were no reported adverse patient effects and there was no reported clinically significant delay in the procedure. No additional information was provided.